Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the heater bag became disconnected during fill one of five of peritoneal dialysis therapy while the home patient (hp) was connected. The technical service representative assisted the hp in ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.